Event description:
The customer reported that the device failed to power up via battery power.

Manufacturer narrative:
The customer reported that the device failed to power up via battery power. The customer localized the issue to a failed battery. Replacing the battery resolved the issue.